Event description:
The customer reported that her evis exera iii xenon light source was providing an image that was too dark during a diagnostic procedure. According to the initial reporter, they attempted multiple different scopes, but ultimately had to complete the procedure using the subject device and a "very dim image". The patient's outcome was noted "fine".

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The image was appearing too dark as the lamp life meter was reading over 500+ hrs and the lamp had expired. Additionally, a worn out socket slider switch was causing an intermittent use of high intensity mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. Olympus will continue to monitor field performance for this device.